Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our local partner in (B)(4) from a vns treating physician that he had a pt who had a lead revision on the 27th of january due to high lead impedance, increased seizures and more aggressive seizures. The seizures were not over their prevns seizure rate and not a new seizure type. The seizures were being attributed to loss of therapy from their high impedance. A lead pin reinsertion was performed in the surgery and was not the cause of their high impedance. The pin was fully inserted into the header of their generator prior to removal. It was noted that the anchor tether was half on the nerve. No lead break was noted in the surgery. The pt had their lead replaced and it was discarded in the surgery therefore, will not be returned for analysis. X-rays were taken and reviewed preoperatively by the physician and no lead break was noted.